Manufacturer narrative:
The left mtm involved with the complaint was returned and evaluated by isi failure analysis. Failure analysis was able to successfully initialize the mtm on an in house da vinci system and was able to replicate the reported error message. Further investigation revealed that there was a loose component, which was causing the reported issue. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, a surgeon encountered a recoverable fault that recommended either to disable one of the patient side cart (psc) arms or to recover the fault. When the patient side cart arm was disabled, the surgeon had no control of the left master tool manipulator (mtm) and the corresponding arms on the psc. The surgeon attempted to power cycle the system multiple times but the issue persisted: the system generated an error message which indicated a fault with the left mtm. The surgeon informed the intuitive surgical technical support engineer (tse) that the site will attempt to complete the procedure with the da vinci system. Later the same day, the isi tse contacted the site to follow-up on the case. The surgeon indicated that the da vinci surgical procedure was converted to an open surgical procedure. There was no patient harm, adverse outcome or injury reported. On (B)(6) 2015, the isi technical field specialist (tfs) went to the site to troubleshoot the reported issue. The tfs confirmed the recoverable fault on the left mtm. The left mtm was replaced and the error was resolved.